Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multigravida, parity 2, urinary incontinence, vaginal discharge, vaginal itching and sexual abuse. Patient undergo hysterosalpingogram (hsg) as a essure confirmation test. Concurrent conditions included dysmenorrhea, irregular menstrual cycle, dysfunctional uterine bleeding, dizzy spells and low back pain. On 1-mar-2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("genital bleeding /abnormal bleeding (general)"), pelvic pain ("pelvic pain /pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported : (B)(6) 2013, now in current pfs date of insertion is date(s) of insertion: (B)(6)2013. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event:plaintiff did not undergo essure confirmation test were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and genital haemorrhage ('genital bleeding /abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, urinary incontinence, vaginal discharge, vaginal itching and sexual abuse. Patient undergo hysterosalpingogram (hsg) as a essure confirmation test. Concurrent conditions included dysmenorrhea, irregular menstrual cycle, dysfunctional uterine bleeding, dizzy spells and low back pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain /pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported: (B)(6) 2013, now in current pfs date of insertion is date(s) of insertion: (B)(6) 2013. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs & mr received. Reporter's information was added. Patient's demographics were added. Added event perforation (fallopian tube(s)) ,abnormal bleeding (vaginal, menorrhagia). Updated outcome of events. Updated event onset date of events. Medical history, concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.